Manufacturer narrative:
Controls were run before and after the incident and the results were within ranges, but a precision run performed after the incident failed. A field service engineer (fse) was dispatched for this event. The checked the top end components and found that the sample mixer paddle had some gold plating missing from the very bottom/tip of the paddle. The fse replaced the sample mixer and performed mixer height and rotational alignment. The fse checked and aligned the reagent probes to wash collars and performed reagent probe alignment to cartridge. The fse aligned the wash tower vertical position and noticed that the wash tower movement wasn't smooth. The fse replaced the bushings, probe 1, and the valve controlling wash to probe 1. The fse also found that the chemistry cartridge (cc) sample syringe drive was noisy and replaced the syringe drive bracket with bearings. The fse then checked precision runs and issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a falsely high iron (fe) patient result of 45 ug/dl generated by the unicel dxc 600i synchron access clinical system.the erroneous result was reported out of the laboratory. The customer discovered this false result after a precision study was performed.the customer reran the sample twice on another instrument and confirmed the lower results of 9.5 and 10.3 ug/dl. The customer stated the lower result was amended but was not able to recall if 9.5 ug/dl or 10.3 ug/dl was amended.there was no affect to patient treatment caused from this event.